Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation of the implantable cardioverter defibrillator, estimated battery longevity had dropped below expected values. The device was explanted and replaced without consequence to the patient.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
Correction: this supplemental report is to correct the previous supplemental report.